Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 600 mg/dl. The customer treated with boluses from the insulin pump and manual injections. The drive support cap appeared normal and recessed. The insulin pump passed the high pressure test. The customer was advised to follow up with a health care professional. The insulin pump was not replaced or returned for analysis.